Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 11, 2006, the lay user/patient contacted lifescan alleging that the meter was completely "dead." She replaced the battery on november 10, 2006 and was requesting help with resetting her one touch ultra's meter settings. The medical affairs specialist was unable to contact the patient by telephone so a letter was sent on november 16, 2006 to obtain/ verify the following information. In the morning, she took her medications (unspecified type/dosage) and then developed symptoms of feeling light headed and dizzy. She did not specify if she took any actions to administer self-care, but stated that her maid took her to the emergency room where she obtained a "60 mg/dl" on the hosp meter, was treated with glucose tablets and orange juice, and was then released. It would be helpful to obtain the events leading to the emergency room such as how long she was unable to test on her meter because it was "dead," the patient's testing frequency, if she attempted to test on her meter before and during her symptoms, the patient's medication regimen, when the symptons started, and if the patient made any adjustments to her diabetes care. The cca walked her through setting up the meter and the patient was able to obtain a "120 mg/dl" while on the phone. The customer care advocated (cca) noted that the meter's battery was replaced per the owner's manual, the battery contacts were in good condition, and there had been no trauma to the meter. This complaint is being reported because the patient was unable to test on her meter because it was "dead." At an unspecified time, she developed the reported symptoms and eventually was treated for low blood glucose at the emergency room. The meter, test strips, and control solution were replaced.